Manufacturer narrative:
Additional device product code hwc. (B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a left proximal femur cephalomedullary nailing (repair of femoral shaft fracture) procedure on (B)(6) 2017. The procedure was going as planned until final x-rays revealed that the cephalomedullary helical blade was posteriorly protruding from the neck of the proximal femur. After that the surgeon had to remove the helical blade, and also wanted to re-position the blade. The team free-handed the re-insertion of the blade. The blade was re-inserted and the team was not happy with that outcome. The team then proceeded to remove the blade once again, and at this point there was difficulty in removing it; at this point extraction methods were used to get the blade out. The blade was extracted, which bent the guide wire. At this point, the femoral nail was taken out. They re-attached the aiming arm to the same nail, took the helical blade and assembled the construct outside of the patient. Everything appeared to be working properly. Then, the procedure continued with the same nail, in belief that all instrumentation was working properly. When they re-inserted the nail, following protocol, the blade would not advance into the femoral neck [the blade was thought to be bent. When the blade was later (post-surgically) picked up, it was found to not be bent. This was confirmed by testing it with a drill bit ¿ was not bent]. The team then decided to use a new blade. They re-inserted the guide wire. The new blade would not advance into the femoral neck. Then upon the use of the new blade, the surgeon decided to pull out the blade trocars and proceed to insert the blade free-handed into the aiming arm and it then advanced it properly into the femoral neck. Upon that proper insertion, the blade was locked. Final x-rays were taken and proper placement of the blade was achieved. There was a reported surgical delay of 2-3 hours due to the reported misalignment issues. Additional x-rays were required. No additional medical intervention was required. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: trocar (part# unknown, lot# unknown, quantity 1). Extractor (part# unknown, lot# unknown, quantity 1). Drill (part# unknown, lot# unknown, quantity 1). 11mm/130 deg ti cann troch fixation nail 420mm/left-ster (part# 456.423s, lot# unknown, quantity 1). Helical blade (part# unknown, lot# unknown, quantity 1). This report is for one (1) guide wire. This is report 3 of 3 for (B)(4).